Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that they have not recharged for two weeks but last night their recharger showed ¾ full which is not normal. About a month and a half ago their legs were hurting worse so they were able to increase the stimulation to help. Two days ago their ins shut off and legs were hurting. During the report the recharger showed the ins screen with 3 water drops- ins full. The patient programmer also showed that the ins was on and full. Everything seems to be working appropriately and their spinal cord stimulator (scs) is helping their pain. No further complications were reported/are anticipated.